Event description:
This complaint is now reportable based on the analysis completed on 03/16/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x28 mm taxus liberte drug eluting stent would not cross the lesion. The stenosed lesion being treated was located in the mid circumflex (cx). The lesion was predilated with a 2.5x20m maverick2. The procedure was completed with a taxus 2.75x28mm. No patient complications were reported. Patient status reported as "well". However, the returned product revealed stent damage.

Manufacturer narrative:
The returned unit was consistent with the complaint incident. Visual examination of the stent revealed damage to the centre of the stent. The stent struts were bunched together. Visual examination of the profiles of the device, including the balloon and tip found no issues which could have resulted in a restriction occurring during the physicians' attempts to cross the lesion. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.